Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2018 and suture was used. During the procedure, the needle was detached from the suture at the first passing of the needle through the dermis. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Product complaint # pc-(B)(4). Actual device received and evaluated. The swage and attachment area were as expected and remnant of the suture was noted into the barrel hole and marks were observed on the edge of the needle that appears to be by the use of a surgical instrument. The dispensed suture was examined along of the strand and no defects were observed. However, the end of the suture is severely damaged (flat) appears to be by the use of a surgical instrument.